Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited high thresholds, a pacing issue, intermittent capture and no capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.